Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level was in the range of 50 mg/dl. Customer was treated with food and glucose tablets. Customer stated they received an error message. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.